Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 468 mg/dl. Customer also reported insulin flow block alarm. Customer also reported issue during priming process. No further patient complication were reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.